Manufacturer narrative:
(B)(4) (allergic reaction). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the patient developed rash and the doctor commented that the patient had an allergic reaction. No other details were available